Event description:
Customer reported that she had unexplained low blood glucose and was in a car accident. Paramedics where called to assist customer at scene. The blood glucose reading was 100 mg/dl when the paramedics arrived. Customer stated that the paramedics checked her out to be made sure she was ok. Customer also stated that the insulin pump is cracked. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Cracked case all corners of display window, cracked battery tube threads and scratched display window. No crack on reservoir tube noted.